Event description:
It was reported that the patient developed sepsis from an unknown source. The implantable pulse generator (ipg) and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58, lead, (B)(6) 2002. (B)(4).